Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of particulates within the cassette area. Heater test failed. Thermistors 3 and 4 did not activate due to a blown f1 fuse on the alternating current (ac) distribution board measuring as open. Replaced ac distribution board. Heater test passed, thermistors 3 and 4 worked properly with new ac distribution board. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short found on ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported receiving a fluid temperature out of range alarm during step 5 of set up of treatment. The patient was not connected at time of alarm. The patient rebooted the cycler however the alarm reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of a short found on the alternating current distribution board was identified.